Event description:
It was reported that the cuffs of two trachs are not inflating symmetrically and only inflates on one side. The cuffs were massaged and inflation was attempted again with no resolution. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: two (2) sample were received in used conditions. Functional test: air cuff symmetry test was performed to the units according to mp bivona tt-tj130 rev. 102 "leak test" and av-10006853 rev. 101 - leak testing and cuff symmetry visual aid. Cuff symmetry fixture was used (ID: (B)(6) due: 10/2022). Results: when the sample was inflated with air, the cuff only inflated one side. According to the IFU (10018853-001 rev.100, instructions for use - pedi/neo tts IFU (pnt)) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry were: sample 1= 35%; sample 2= 40%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. No root cause could be determinate since the samples successfully passed cuff symmetry test.